Manufacturer narrative:
Product complaint # : (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the actual complaint sample can't be returned, manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. As the actual device was not returned, the root cause of complaint cannot be determined.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that the suture broke when suturing. Another like device was used to complete the procedure. There were no patient consequences reported. No further information is available.